Event description:
Clinically presumed lens opacifcation. The visual acutiy of the patient has decreased from 20/40 to 20/133 in 2002. The lens was originally implanted in 2001. The lens remains implanted.